Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus with insulin pump. Customer reports that the insulin squirts out during priming process. Customer declined troubleshooting. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or motor error alarm noted during testing. The motor was tested outside of the unit and passed. Device powered up properly after the test battery was inserted. Device was monitored for 1 day. No depleted battery anomaly, unexpected battery power loss anomaly or unexpected off no power alarm noted. Device had intermittent button response on the act button due to flattened dome switch . No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had a small crack on the display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).